Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted with a pump reset, and the malfunction did not recur. The customer was advised they could continue using the pump and to reach out again if the issue returned.